Event description:
Customer reported he is receiving motor errors on his insulin pump. He stated he is not using his own insulin pump, but using his mother's old insulin pump. Customer wanted a replacement because he is going overseas soon. Troubleshooting and a replacement order could not be done because customer did not have his own device. He stated he would call back an hour later with his own insulin pump. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.